Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e207 error code was confirmed. The device evaluation found the error code occurred due to emergency light failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e207 error code was received when using the visera elite xenon light source. The issue was found during preparation for use of an unspecified diagnostic procedure. The device was replaced. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty emergency light could not be identified. Olympus will continue to monitor field performance for this device.